Manufacturer narrative:
The pod was received not deployed in pod state 15 with zero pulses. The pod is expected to transition to pod state 2 after fill, then pod state 14 after a period of 1 hour without pairing the pod to the controller, then pod state 15 after sitting in pod state 14 for 80 hours. No damages or deficiencies that would contribute to the reported event were observed. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The customer is reporting a pod that the cannula did not deploy during the activation process. The pink slide did not move forward. Cannula not visible when removed. The pod was not worn. Treatment for the reported issue was not provided.